Event description:
On 06/02/2025, a sales representative reported via email an issue involving an ar-8725-36h micro compression ft during a dip fusion procedure on (B)(6) 2025. While inserting the 2.5 headless compression screw, the tip of the cannulated driver broke within the head of the screw, and the distal tip of the screw fractured during insertion. Additional information requested on 6/18/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 06/24/2025: fragments from the tip of the ar-8725-36h micro compression ft screw were retrieved from the patient using suction. The driver used with the screw for insertion during the event was ar-8737-37 driver shaft. The procedure was completed by implanting a shorter screw, the ar-8725-34h micro compression ft, and utilizing an ar-8737-37 driver shaft. The case experienced a delay of approximately 30 minutes to one hour. No additional anesthesia was administered to the patient.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-8737-37, driver shaft, 1.5 mm hex, cannulated, batch 1391903, was received for investigation. - upon visual inspection, it was noted that the distal end of the shaft was broken off. - functional testing was not performed due to the damage to the device. - the most likely cause of the reported failure is user error, which can be attributed to over-torquing/over-engaging the driver within the screw head. -refer to the investigation photos. -complaint allegation is confirmed.